Manufacturer narrative:
Device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic and haptic torn as well as foreign material on lens surface (fibers). Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.